Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to proximal left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm. The procedure was completed with another of the same device. No patient complications were reported.